Event description:
It has been reported to us that the balloon deflated during the procedure. The physician inserted the balloon catheter into the patient. The physician inflated the balloon to dilate the lesion and the balloon burst. No patient issues. The device will be returned.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.